Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on (B)(6) 2010 and performed to specification up (B)(6) 2014. Voexemption number e2015058.ltage fluctuations were observed during this time. The device failed a self-test due to a low battery on (B)(6) 2014. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2015 and the last log entry on (B)(6) 2016. Investigation found the fault can be attributed to a membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.